Manufacturer narrative:
Covidien reference no. (B)(4).

Event description:
Customer stated that the nurse call connector is loose and not working. Device was used on pt when reported event occurred. The pt was not harmed or injured as a result of the event. It is unknown if pt was placed on another 840 ventilator. Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb). The device passed the extended self testing (est).